Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection ("infection nos"). The patient was treated with surgery (nt a partial hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain and infection outcome was unknown. The reporter considered infection and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: essure device was successfully occluded. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had a lot of scar tissue which made it difficult to insert". The patient's medical history included gonorrhea and scar. Previously administered products included for an unreported indication: depo-provera from 1994 to 2007. Concurrent conditions included acne, abscess, vaginal yeast infection, overweight, sore throat, fever, influenza b virus infection and vaginal itching. Concomitant products included ciprofloxacin betain (cipro), clindamycin, diazepam (valium), fluconazole, ketorolac tromethamine (toradol), minocycline, minocycline hydrochloride (minocin) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal)type vaginal"), depression ("psychological or psychiatric problems depression"), anxiety ("psychological or psychiatric problems mental anguish"), dyspareunia ("dyspareunia(painful sexual intercourse)") and vaginal discharge ("vaginal discharge"), 1 month after insertion of essure. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal,menorrhagia)"). On an unknown date, the patient was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal infection, vaginal discharge and weight increased had resolved and the depression, anxiety, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. The left and right tube was visualized with the left tube accessed with somewhat difficult angel. Insertion accomplished with 2 trailing coils. Right tube cannulized with no difficulty with 3 trailing coils. Entire uterine cavity inspected and free of visible pathology. Treatment received for bladder or urinary problem, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded total bilateral occlusion. Pathology test - on (B)(6) 2013: uterus and cervix, hysterectomy: weight 114 grams. Adenomyosis (inner one-half). Late secretory phase endometrium. Moderate active chronic cervicitis. Focal immature squamous metaplasia of endocervix. Fallopian tube, bilateral salpingectomy. Benign paratubal cysts, bilateral. Concerning the injuries reported in this case the following events were confirmed via patients medical records : dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: weight gain. Outcome of previously added events pelvic pain, vaginal infection, vaginal discharge were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had a lot of scar tissue which made it difficult to insert". The patient's medical history included gonorrhea and scar. Concurrent conditions included acne, abscess, vaginal yeast infection, overweight, sore throat, fever, influenza b virus infection and vaginal itching. Concomitant products included ciprofloxacin betain (cipro), clindamycin, diazepam (valium), fluconazole, ketorolac tromethamine (toradol), minocycline, minocycline hydrochloride (minocin) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal)type vaginal"), depression ("psychological or psychiatric problems depression"), anxiety ("psychological or psychiatric problems mental anguish"), dyspareunia ("dyspareunia(painful sexual intercourse)") and vaginal discharge ("vaginal discharge"), 1 month after insertion of essure. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal,menorrhagia)"). The patient was treated with surgery (hysterectomy (full),salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the vaginal infection, depression, anxiety, dyspareunia, vaginal discharge, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. The left and right tube was visualized with the left tube accessed with somewhat difficult angel. Insertion accomplished with 2 trailing coils. Right tube cannulized with no difficulty with 3 trailing coils. Entire uterine cavity inspected and free of visible pathology. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded total bilateral occlusion. Pathology test - on (B)(6) 2013: uterus and cervix, hysterectomy: - weight 114 grams. - adenomyosis (inner one-half). - late secretory phase endometrium. - moderate active chronic cervicitis. - focal immature squamous metaplasia of endocervix. Fallopian tube, bilateral salpingectomy - benign paratubal cysts, bilateral. Concerning the injuries reported in this case the following events were confirmed via patients medical records : dyspareunia most recent follow-up information incorporated above includes: on 16-may-2019: pfs+mr received :following events were added : infection (bladder/urinary tract/vaginal)type vaginal earlier reported infection nos updated to vaginal infection. Psychological or psychiatric problems depression,mental anguish, dyspareunia(painful sexual intercourse,vaginal discharge, abnormal bleeding(vaginal,menorrhagia), outcome of the event pain was changed from unknown to recovering/resolving. Reporter information added. Medical history and concomitant conditions added. Concomitant products added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.